Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the unit passed visual inspection. Functional testing revealed that the power led (light emitting diode) was off and the adapter was unable to provide power. Supplemental testing revealed multiple damaged components, including a metal-oxide-semiconductor field-effect transistor (mosfet) and the pulse width modulation (pwm) controller, and an open fuse. The failure of the pwm controller likely resulted in the damage to the fuse and mosfet, and prevented the adapter from providing power. After replacing the defective components, the adapter performed as expected. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to a faulty component. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the controller ac (cac) adapter exhibited an inability to provide power and it would not light up when plugged in. The cac adapter was exchanged. No patient complications have been reported as a result of this event.